Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
It was reported by field service technician (fse) that cardiosave intra-aortic balloon pump (iabp) was not switching on with batteries. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, g1, g2, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component code, health effect ¿ impact codes, investigation conclusions), h11. A getinge fse states, as per customer the machine is not switching on. But if fse remove the batteries and switching on mains the machine switching on. But machine is not switching on with batteries. So fse need parts to rectify this issue. The time of checking, no such issue observed. Reset the connections of power management board & checked the machine thoroughly on batteries & on mains. Machine working fine on batteries & mains. But while performing all manifold test, it is observed that fill manifold test is failed. Reset the safety disk & connections of fill manifold but problem remains same. So, need fill manifold assembly for testing purpose. Cross checked the fill manifold assembly & again performed all manifold test & found all tests passed after replacement of fill manifold assembly. So, the fill manifold assembly of the machine is defective & need to be replaced. Also, safety disk replacement date of the machine is crossed. So, it is recommended to replace the safety disk of the machine. The quotation of the fill manifold assembly & safety disk will be sent. Replaced helium reservoir assy and safety disk against customer's po. All the functional tests have been performed which were passed and found in acceptable range.

Event description:
It was reported by field service technician (fse) that cardiosave intra-aortic balloon pump (iabp) was not switching on with batteries. There was no patient involved.